Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument was observed to have a damaged cable. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. Isi followed up with the initial reporter and obtained the following additional information: the horizon small clip applier instrument was inspected prior to use and there were no abnormalities that were found. The customer did not note any issues while inserting the horizon small clip applier instrument into the universal surgical manipulator while inside the patient. The surgical task that was being performed at the time of the reported event was approaching the internal mammary artery after the second clipping. There was no procedure delay.